Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast augmentation revision with two 400cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade IV), and bilateral breast asymmetry, post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. The replacement devices were the following: (right) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 9622534 sn: (B)(4) and (left) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 9622534 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast/implant has been reported under mrn: 1645337-2021-12284.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg 400 cc returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: breast asymmetry. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg 400cc returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: breast asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone breast augmentation revision with two 400cc mentor memorygel breast implants, suffered right breast capsular contracture (baker grade IV), and bilateral breast asymmetry, post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient underwent bilateral removal and replacement on november 18, 2021. The replacement devices were the following: (right) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 9622534 sn: (B)(4) and (left) 375cc mentor memorygel breast implant catalog: 3503754bc lot: 9622534 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complications on the right breast/implant has been reported under mrn: 1645337-2021-12284.